Event description:
Through the article, "sterile abscess due to hyaluronic acid: a new diagnosis and a proposal for treatment - a series of eight cases," it was reported a patient received 1ml of juvéderm® voluma¿ with lidocaine into their cheeks with a cannula. 7 days later, patient experienced intense edema, limited erythema and pain in left cheeks. Microbiology analysis noted sterile abscess. Laboratory blood tests, including white blood cell count and inflammatory function tests (crp and esr) performed showing an inflammatory condition. Patient was taking 4 different unspecified oral antibiotics and an oral corticosteroid for treatment. 15 days post-injection, patient developed abscess in right malar. Patient ultimately treated with ultrasound guided treatments known as munhoz- cavallieri lavage protocol on left malar (3x) and once in right malar. Symptom resolved. This is the same literature article reported under MDR ID# 9617229-2022-04684 (allergan complaint # pr 2536545), MDR ID# 3005113652-2023-00019 (allergan complaint # pr 2702204), MDR ID# 3005113652-2023-00020 (allergan complaint # pr 2702205), MDR ID# 3005113652-2023-00021 (allergan complaint # pr 2702206), MDR ID# 3005113652-2023-00022 (allergan complaint # pr 2702207). This MDR is being submitted for patient 2.

Manufacturer narrative:
(B)(4). Article citation: munhoz, g., cavallieri, f. A., et al. "Sterile abscess due to hyaluronic acid: a new diagnosis and a proposal for treatment - a series of eight cases." Journal of cosmetic dermatology, 31may2022, 21(11), 5562¿5568. Https://doi.org/10.1111/jocd.15135. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.